Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder (pfo) was selected for implant, however the device was deformed. A second 30mm amplatzer pfo was then selected for implant, but again was deformed. Both devices were in contact with the patient. A 25mm amplatzer pfo (lot #: 7029183) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder (pfo) was selected for implant, however the device was deformed. A second 30mm amplatzer pfo was then selected for implant, but again was deformed. Both devices were in contact with the patient. A 25mm amplatzer pfo (lot #: 7029183) was successfully implanted. No patient consequences were reported.